Event description:
It was reported that the downstream occlusion error was showing on the device. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. Fluid ingression on dso sensor was found due to damage dso seal. In addition, fluid ingression was on the main board and lcd was also found. The most likely cause of the report error is the dso sensor. The dso sensor, main board, and lcd were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.